Event description:
It was reported that pump displayed malfunction code with fault that could not be reset, and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged warranty replacement pump.